Manufacturer narrative:
The customer reported that the monitor on his cns failed. Nihon kohden technical support provided the customer with the part number to order a new monitor.

Event description:
The customer reported that the monitor on his cns failed.